Event description:
It was reported that the patient went into afib the day before yesterday and ended up in the hospital. They did a bunch of tests and did a cardioversion. They shut the dbs off for the procedure and the patient was fine, but after the cardioversion, they can't get the unit to turn back on. They have been trying for the past 24 hours and are getting no device response and the patient is beginning to have return of symptoms. Advised the caller to close all apps, reset the communicator and try again. Caller was still seeing no device response. The caller noted that they had a previous cardioversion and the implant was fine and they were able to turn it back on. Redirected to hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.